Event description:
Clinic notes were received for the vns patient¿s office visit with his neurologist on (B)(6) 2014. The notes indicate that the patient had 3-4 seizures over the past couple days prior to the office visit. The patient¿s device settings were increased. The patient was doing well before having the recent seizures. The patient reported having no seizures at his previous office visit on (B)(6) 2014.the patient¿s device was tested and system diagnostics showed normal device function at the time. The patient¿s increase in seizures was above pre-vns baseline levels. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent generator replacement. An implant card was received that indicated that the generator was replaced prophylactically.

Event description:
It was reported that the explanted generator was discarded by the explanting facility; therefore, product analysis can not be performed.